Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the healthcare professional/reporter contacted lifescan (lfs) another country alleging the one touch ultra meter had segments missing from the characters in the display. The technical service representative (tsr) contacted the patient to obtain and verify information; however, was unable to reach him by telephone. On june 12, 2007, the tsr mailed a letter requesting the patient contact customer services. The reporter, a chemist, stated the reported meter had segments missing from the characters on the display. On an unspecified date, the patient experienced two episodes of symptoms suggesting hypoglycemia. No further information was provided regarding the patient's symptoms or medical attention received. The tsr determined during the troubleshooting telephone call, the meter was not new and the interface cable for data transfer was attached. It would have been helpful to determine the date and time of the patient's hypoglycemic events, the patient's meter readings before, during and after these events, the patient's specific symptoms, if the patient sought medical attention, if the patient self-treated his symptoms, if his blood glucose level was tested using any other device, the patient's medication regimen, if the patient adjusted any medication doses based on misinterpreted meter readings with segments missing, his expected blood glucose readings, his testing frequency, and if the patient had a backup meter. The meter was replaced. The patient allegedly suffered two hypoglycemic events, and the reporter noted there were segments missing from the characters on the reported meter's display. No information was provided as to the patient's specific symptoms, meter readings or medical attention or treatment. Therefore, this complaint is being reported as an adverse event.